Manufacturer narrative:
Approximate age of device ¿ 2 years, 8 months. It was reported that the pump was not available for evaluation. A correlation between the device and the reported event could not be determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced a headache which resolved in approximately one hour, however throughout the day the patient demonstrated mild confusion. The patient also had lower extremity swelling and was brought to the hospital. The patient had been on aspirin, coumadin, and lovenox. The patient became obtunded and unresponsive. A head CT revealed a significant spontaneous subarachnoid hemorrhage, clot in basilar cisterns, interventricular hemorrhage, and hydrocephalus. Support was withdrawn and the patient subsequently expired on (B)(6) 2016. No further information was provided.